Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device does not function and has a continuous alarm for due service, making it unable to perform any functional tests. When the battery is removed, the unit triggers an auxiliary alarm, which cannot be stopped using the on/off button. The event occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. The service history review had no indication that the complaint was related to a service of the device within the review period. Visual inspection of device found the latch lock was worn out and the upstream occlusion (uso) sensor was loose. It was reported that the device does not function and has a continuous alarm for due service, making it unable to perform any functional tests. When the battery is removed, the unit triggers an auxiliary alarm, which cannot be stopped using the on/off button. Recommended clock battery, downstream sensor and keypad to be replaced. The cause was clock battery overdue and downstream sensor/keypad were defective. Replaced clock battery, downstream sensor and keypad to correct the issue. The device passed all functional tests after the repair.